Event description:
It has been reported to philips that the system was down, the system could not boot up completely. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system could not completely boot up. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order.